Event description:
Customer reported differences between his sensor glucose and blood glucose readings. His current blood glucose was 137 mg/dl. His sensor glucose reading was 83 mg/dl. The customer was advised to avoid inserting sensor in areas where clothing might cause irritation. The customer also reported that a blood glucose of 62 mg/dl was normal for him. He also stated that he had a blood glucose of 40 mg/dl the night prior. The customer was advised to calibrate and change his sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.